Manufacturer narrative:
The following elements have blank data. Unique device identifier (UDI): for type of device: stent, superficial femoral artery.

Event description:
Surgeon performing a percutaneous transluminal coronary angioplasty (ptca) and stenting of the left superficial femoral artery. Upon completion of the stent deployment when the delivery device was removed over the wire, the nose cone of the device was dislodged and remained in the proximal left popliteal aretery against the wall of the artery, wires exhanges were performed in the area where the nose cone was located - the area where the nose cone was located was stented with an expandable stent deployed across the area of the nose cone, securing it in place. Angiogram follow up with adequate flow.

Event description:
Surgeon performing a percutaneous transluminal coronary angioplasty (ptca) and stenting of the left superficial femoral artery. Upon completion of the stent deployment when the delivery device was removed over the wire, the nose cone of the device was dislodged and remained in the proximal left popliteal artery against the wall of the artery, wires exchanges were performed in the area where the nose cone was located - the area where the nose cone was located was stented with an expandable stent deployed across the area of the nose cone, securing it in place. Angiogram follow up with adequate flow.